Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate the cap was broken. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "the lab registered this incident of skew caps after centrifugation and when the automation unloaded the centrifuge. The automation grabs the tubes by the cap and then the tube is skew and cant be placed in racks without dropping the tubes."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1245654. Medical device expiration date: 2022-05-31. Device manufacture date: 2021-09-02. Medical device lot #: 1293765. Medical device expiration date: 2022-07-31. Device manufacture date: 2021-10-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd received photo from the customer in support of this complaint showing that cap/stopper assembly was attached at an angle due to a cocked stopper. Additionally, 100 retention samples from the bd inventory of each lot: 1245654; 1293765 were visually inspected, and the issue of cocked stoppers was not found. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate the cap was broken. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "the lab registered this incident of skew caps after centrifugation and when the automation unloaded the centrifuge. The automation grabs the tubes by the cap and then the tube is skew and cant be placed in racks without dropping the tubes."